Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz2376 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported "found out there are a total of 3 midlines from the same lot leaking at the insertion site. When they pulled the midline and flushed, examined they did not notice anything wrong with the catheter but they have also been using these for years with no issues. We went through several troubleshooting techniques which we feel this could be med or patient anatomy issues but still want to report. 2 exchanged and 1 went to npo meds" this report addresses the second exchanged midline.

Event description:
It was reported "found out there are a total of 3 midlines from the same lot leaking at the insertion site. When they pulled the midline and flushed, examined they did not notice anything wrong with the catheter but they have also been using these for years with no issues. We went through several troubleshooting techniques which we feel this could be med or patient anatomy issues but still want to report. 2 exchanged and 1 went to npo meds" this report addresses the second exchanged midline. Additional info. Received 05/11/2022 "at what point during device use was the leak discovered (i.e. Insertion, infusion, removal)was the catheter fracture internal to the patient or external?infusion 2. What was infusion when the leak was discovered? Meropenum. 3. Any patient symptoms related to fluid leak? No. 4. Was the catheter removed? Was a new catheter placed? Yes and yes. 5. What type of catheter securement was utilized? Statlock. 6. A detailed description of the event: 7. What type of catheter securement was utilized? Midline. 8. Date of occurrence: (B)(6) first line replaced with another midline. 9. Placement date: (B)(6). 10. Explant date: unsure do to patient being outpatient and home care was managing line. 1. Was there any patient harm reported? No".

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.